Event description:
Hospital staff reported the removal of a device and capsulectomy due to bia-alcl. Histological markers cd30+ and alk- been confirmed. Stage tnm t2 n0 m0. Patient presented with seroma as a symptom. A capsular contracture was also observed however severity has not been provided. Patient underwent MRI which observed the implant was intact and pet CT. Findings of MRI external imaging ¿accentuated lymph node axillary left (17 x 8 mm), previously with silicone. The patient was treated with a total capsulectomy of the left side and the implant was replacement. This record relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2, b.3, b.5, b.6, b.7, d.6a, g.1, h.6, h.7, h.9. Lymphoma-alcl was confirmed (B)(6) 2021. Confirming physician's contact: (B)(6).

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "bia-alcl" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl-suspected.

Event description:
Healthcare professional reported bia-alcl and event has not been confirmed. Treatment included removal of a device and capsulectomy. The device has been removed. This record relates to the left side.